Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported positioning failure associated with leaflet capture resulting in tissue injury appears to be related to patient conditions (suboptimal leaflet integrity, leaflet restriction and abnormal leaflet morphology). Image resolution poor is related to procedural conditions associated with suboptimal trangastric views. Tissue injury/damage is a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 tricuspid regurgitation for a triclip procedure. During the procedure, two triclips were successfully implanted. A third triclip xtw was successfully placed but was unable to adequately capture the leaflets. Troubleshooting was preformed through multiple grasping and capturing attempts when it was identified that there was damage to the leaflet. The clip was removed from the patient and the procedure was discontinued. The final tr was grade 5. There were no clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.